Event description:
Case description: investigation results: novopen 4 - batch jvgt347. The product was not returned for examination. Mixtard penfill - batch unknown. No investigation was possible, as neither sample nor batch number was available. Since last submission, the case has been updated with the following; -investigation result updated. -annex b, c, d and g codes updated. -narrative updated accordingly. Final manufacturer's comment: 14-mar-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a risk factor for development of hyperglycaemia. Reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard. H3 continued: evaluation summary. Novopen 4 - batch jvgt347. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Increase in her blood glucose level [blood glucose increased]. There was not insulin injected [device failure]. Insulin was leaked [device leakage]. The force needed to inject feel different from normal (lower/easier) [device use issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "increase in her blood glucose level(blood glucose increased)" beginning on 2023 , "there was not insulin injected(device failure)" with an unspecified onset date , "insulin was leaked(device leakage)" with an unspecified onset date , "the force needed to inject feel different from normal (lower/easier)(device use issue)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard penfill (insulin human) (dose, frequency & route used-60 iu, qd (40 iu before the breakfast / 20 iu before the dinner)) from unknown start date for "product used for unknown indication". Current condition: diabetes (type and duration not reported), hypertension. On an unknown date, the reporter informed that there was a technical issue within novopen 4 known after onset of the event as the dose counter was rotated back to zero while pressing on the dose button for injection, but there was no insulin injected. The force needed to inject feel different from normal (lower/easier )and the insulin was leaked. The dialling clicks was used normal to estimate the dose of the product. On an unspecified date in 2023 (around 1 week ago), the patient was hospitalised and entered the intensive care due to increase in her blood glucose level, patient's usual bgl was 280 mg/dl and at time of elevation, it was 460 mg/dl (hospitalization details were not provided). The problem with the pen was solved by checking the pen at a ncc(unspecified) after which the event was recovered and patient's bgl became controlled. Event treated by using the same insulin. The patient have been changed from another novopen to the current novopen as the oldest one was included in technical issue. The patient in general reused the needles. The needle was not attached to the pen in between injections. The patient recently did not chang in diet or exercise level. The needle was attached to the pen in a 180 degree angle (straight on).the insulin in use was not preserved at room temperature 20-25 degrees celsius its preserved in refrigerator. Patient has been trained in the use of novopen 4. Batch numbers: novopen 4: jvgt347 mixtard penfill: asku. Action taken to mixtard penfill was reported as product discontinued. The outcome for the event "increase in her blood glucose level(blood glucose increased)" was recovered. The outcome for the event "there was not insulin injected(device failure)" was not reported. The outcome for the event "insulin was leaked(device leakage)" was not reported. The outcome for the event "the force needed to inject feel different from normal (lower/easier)(device use issue)" was not reported. Reporter's causality (novopen 4) - increase in her blood glucose level(blood glucose increased) : unknown. There was not insulin injected(device failure) : unknown. Insulin was leaked(device leakage) : unknown. The force needed to inject feel different from normal (lower/easier)(device use issue) : unknown . Company's causality (novopen 4) - increase in her blood glucose level(blood glucose increased) : possible. There was not insulin injected(device failure) : possible . Insulin was leaked(device leakage) : possible . The force needed to inject feel different from normal (lower/easier)(device use issue) : possible . Reporter's causality (mixtard penfill) - increase in her blood glucose level(blood glucose increased) : unknown. There was not insulin injected(device failure) : unknown. Insulin was leaked(device leakage) : unknown. The force needed to inject feel different from normal (lower/easier)(device use issue) : unknown. Company's causality (mixtard penfill) - increase in her blood glucose level(blood glucose increased) : possible. There was not insulin injected(device failure) : possible. Insulin was leaked(device leakage) : possible. The force needed to inject feel different from normal (lower/easier)(device use issue) : possible. Company comment: 'blood glucose increased' is assessed as unlisted event according to current novonordisk ccds information on mixtard. Limited information pertaining to indication, risk factors like stress, infection, patient's adherence to medication were not provided for detailed medical assessment. Medical history of diabetes mellitus is a significant risk factor. Based on known pharmacological properties of suspect drug; causality of the reported event with suspect drug is assessed as unlikely related. This single case report is not considered to change the current knowledge of the safety profile of mixtard.